Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed downstream occlusion alarm. While trying to hook the patient up to the pump it continued to alarm and says downstream occlusion. The programmed rate was 3 ml per hour and the remaining volume was 138 ml. The volume given was 0 ml. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.